Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Implant date: (B)(6) 2005. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2005: the patient was pre-operatively diagnosed with l5-s1 spondylolisthesis and underwent left l6-s1 transforaminal lumbar I nterbody fusion (tlif) surgery. As per op-notes, ¿a series of dilators were then used, and tubes were dilated up to a 26mm tube through the paraspinous musculature over the l5-s1 disc space and docked on the medial aspect of the l5-s1 left facet. After verification of placement with c-arm fluoroscopy, soft tissue was removed from the facet and the facet complex, as well as lamina were better defined with the use of electrocautery. The drill was then brought in to the operating room field and used to remove the inferior articulating process of l5 on the left, beneath which obvious ligamentum flavum was noted. Percutaneous screws were then placed in the ls and s1 interspaces and screw system was used for rod fixation bilaterally at ls-s1. Following this, bmp was placed on the right for posterolateral fusion over the transverse processes.¿ patient tolerated the procedure well without any intraoperative complications.